Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Penumbra was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined.

Event description:
During its post-market surveillance activities on 31-mar-2025, penumbra inc. Became aware of a journal pre-proof article titled, "outcomes of mechanical thrombectomy for acute limb ischemia at a tertiary referral center" (loh et al. 2025). In this single center retrospective cohort study from august 2016 to february 2024, seventy patients presented with acute ischemia symptoms were treated for percutaneous arterial mechanical thrombectomy (mt) of a lower extremity across using a non-penumbra catheter or an indigo system cat3 aspiration catheter (cat3) or indigo system cat5 aspiration catheter (cat5) or an indigo system cat6 aspiration catheter (cat6) or an indigo system aspiration catheter 7 (cat7) with lightning bolt aspiration tubing (lightning bolt) or indigo system catrx aspiration catheter (catrx). An indigo system separator was used at the discretion of the surgeon. It was reported that there were four cases of intra-operative distal embolization while using a non-penumbra catheter and an indigo catheter. Two of these cases were performed using the indigo catheter. Three of these cases were treated with on-table recombinant tissue plasminogen activator (rtpa) and two cases were treated with additional passes using mechanical thrombectomy.